Event description:
Spontaneous report. Patient reported she wasn't able to do her infusion saturday ((B)(6) 2023) because pump stopped working. The "wind down" knob wasn't winding. Patient was not comfortable completing infusion manually. Patient missed a dose, no adverse event reported. Pump available for return. No further information. Serial number unknown. Indication: nonfamilial hypogammaglobulinemia, common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.